Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding/abnormal bleeding (general),") in a 38-year-old female patient who had essure (batch no. 626399) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not performed any essure conformation test". The patient's past medical history included hypertension, pregnant and heart disease, unspecified. Concurrent conditions included urethritis, crush injury, pain in extremity, chest pain, heart murmur, anemia and fibroids. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping, lower stomach pelvic area"), abdominal distension ("boating"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue,"), depression ("other injury(ies) or complication depression") and anxiety ("other injury(ies) or complication anxiety."). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (total hysterectomy uterus and cervix removed).). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the dyspareunia, abdominal pain lower, abdominal distension, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, depression and anxiety outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient need for additional surgery. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet, new reporter , patient demographic information ,patient relevant information ,essure indication start stop date and lot number were updated, new events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping, fatigue, other injury(ies) or complication depression/anxiety. And she did not performed any essure conformation test were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of the first episode of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding/abnormal bleeding (general),") in a 38-year-old female patient who had essure (batch no. 626399) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not performed any essure conformation test". The patient's past medical history included hypertension, pregnant and heart disease, unspecified. Concurrent conditions included urethritis, crush injury, pain in arm, chest pain, cardiac pain, anemia and fibroids. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse"). In 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required), the second episode of pelvic pain ("cramping, lower stomach pelvic area"), abdominal distension ("boating"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia),"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue,"), depression ("other injury(ies) or complication depression") and anxiety ("other injury(ies) or complication anxiety."). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (total hysterectomy uterus and cervix removed).). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage had resolved and the dyspareunia, the last episode of pelvic pain, abdominal distension, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, depression and anxiety outcome was unknown. The reporter considered abdominal distension, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, vaginal haemorrhage, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-aug-2018: quality safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("painful intercourse"), abdominal pain lower ("cramping") and abdominal distension ("boating"). The patient was treated with surgery (she had surgery to remove the essure). Essure was removed in 2016. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain lower and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.